Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and (B)(4) .

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The ovd (viscoelastics) is not an implantable device. If explanted; give date: n/a (not applicable). The ovd (viscoelastics) is not an implantable device; therefore, not explanted. (B)(6). Device evaluation: since no sample was returned for investigation product evaluation was not performed and a product deficiency was not confirmed. Manufacturing records review: manufacturing record review could not be performed since the lot number was unknown. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that viscoelastics product, healon gv pro, was used during surgery. Procedure done without any complications however patient had to go to emergency a day after surgery, because of high intraocular pressure (iop), approximately around 70. Pressure was stabilized after medication and patient was discharged. Possible cause according to surgeon, is the healon gv pro. Patient will be monitored within few weeks or earlier if needed. The device was discarded. All information were submitted.